Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer also reported that the insulin pump had blank display. It was unknown that if the insulin pump was in auto mode at the time of the incident. The customer stated that the contacts on the battery cap were neither missing nor damaged. The insulin pump will not be returned for analysis.